Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) was emitting tones. The device was interrogated and had declared a battery status of elective replacement indicator (eri). This device was part of the mid-life display of replacement indicators advisory. Technical services (ts) discussed that there is a 3 month window for device changeout from the time the device declared eri. No adverse patient effects were reported. Additional information indicates that this product was explanted and replaced with a competitor's product.

Manufacturer narrative:
As of today, this product remains in-service without further complications. Should additional information become available, this report will be updated. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.